Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Primary audible alarm post and auxiliary control unit watchdog error were found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be user error. Actions were taken to mitigate the reported issue: reset timing plates in the plunger head for the plunger sensor. Replaced speaker as a preventative measure for the auxiliary control unit and primary alarms in history.

Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure and system failure plunger sensor failure. No patient injury was reported.